Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the patient's outcome could not conclusively be established through this evaluation. The patient did not receive an autopsy and (B)(4) was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU, is currently available. Section 1 of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2023 due to a head bleed. The patient presented to the hospital with a head bleed that was possibly from a fall, but cause was unknown. It was noted that the patient's platelet count was low. The patient's outcome was reportedly not device or therapy-related.